Event description:
A (B)(6) customer had purchased a contour next from his local store and found that it was set to mg/dl instead of mmol/l there was no allegation of an adverse event. The meter was to be returned for investigation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The meter was confirmed to be a us meter reading in mg/dl. Shipping records confirmed this meter was part of a batch originally shipped from bayer us warehouse to various us locations, confirming it was sent to a us based first consignee.